Event description:
It was reported that post catheter implant, foreign material was allegedly found to be deposited on the device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation, two electronic photos were provided for review. The photos showed a partial view of a portion of one groshong cvc implanted in a patient. An unusual catheter sleeve like connector was found connected to the catheter above the pink connector. Fibrous unknown material was noted inside the catheter in the area where the unknown catheter sleeve was noted. However, the investigation is inconclusive for the reported contamination issue as the unknown fibrous material noted was just inside the area where an unusual catheter sleeve was connected to the catheter and the provided photos are not sufficient enough to confirm if the contamination noted is a device related issue or use related. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024), h11: h6 (result, conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiry date: 06/2024.

Event description:
It was reported that post catheter implant, foreign material was allegedly found to be deposited on the device. There was no reported patient injury.